Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the source lamp and cleaned and replaced the heterogeneous module (hm) cassettes and probes. The cse also found that the hm probe tubing had not been reconnected after the maintenance. The customer verified the operation by running quality controls. The customer also performed ltni recalibration. The cse indicated that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The instrument data indicated that the cuvette windows were dirty and source lamp was drifting up across wavelengths, which were addressed during the service. The hsc specialist also determined that the cause of the discordant, falsely elevated ltni results was consistent with the chrome handling issues and biofilm in the chemistry wash fluidics. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (ltni) results were obtained on three patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension rxl max instrument, resulting lower than the initial results. The corrected results obtained on the alternate dimension rxl max instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.

Manufacturer narrative:
The initial MDR 1226181-2016-00456 was filed on (B)(6) 2016. Additional information (B)(6) 2016): the cse was dispatched to the customer site for an unrelated event. While onsite, the cse obtained the instrument data. An hsc specialist reviewed the data and determined that there was lower variance in the mau data than what was previously observed, indicating better system performance.